Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did not move forward however the cannula was visible when the pod was removed, indicating a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The download data from the pod showed that the pod ran for 59 pulses, completing both priming sequences before being deactivated by the user. No damages or defects were found that would prevent the needle from deploying properly; the cause of the reported event could not be conclusively determined.